Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels range above (300 mg/dl) the customer would bolus via the pump and take manual injections to stabilize bg levels. Reportedly, the customer would over bolus causing low bg levels range above (40 mg/dl). The customer would consume carbohydrates to stabilize bg levels and the customers boyfriend would provide the customer some juice due to the customer feeling ill when low bg's occurred. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.